Event description:
It was reported that the field representative called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns about loss of capture (loc) and oversensing noise on the right atrial (ra) channel. Upon review, ts observed farfield oversensing noise on all lead channels. Ts was able to confirm atrial capture. Ts discussed possible programming optimization options with the field representative. At this time, the ICD remains in service. No adverse patient effects were reported.